Event description:
Event details: amazon directed me to your website. I purchased your tests from amazon and the lot is a bad lot of tests. My family was ill with a loss of taste and smell. Other test brands showed us all positive for covid, your tests showed as negative the entire time. I have two boxes of 5 tests each that I now can't trust for valid test results. I have purchased these tests several times over the past few years and your tests were always my favorite. For some reason amazon received a bad lot and these simply don't work. Please advise on next steps. Thank you.

Manufacturer narrative:
Based on the information provided by the user, purchased from amazon; determined that the ihealth covid-19 antigen rapid test is authentic. The user tested with other brands: ihealth test showed negative, while intelliswab and flowflex both show positive, but the user did not conduct pcr testing.the customer did not provide a specific time for each test. The manufacturer retested the lot 231co20904 samples and no false negative were detected.